Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge 1 alarms using multiple cartridges. The customer's blood glucose level was 168 mg/dl. The customer does not see any damage on the current cartridge. The customer was to continue to use the pump to manage diabetes.